Manufacturer narrative:
Date received by MFR: (B)(6) 2019. Date of report: (B)(6) 2019. Correction: this was filed in error. V680 ventilator is not sold in united states of america. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 20sep2019.

Event description:
The customer reported that the remote alarm is not working. The customer reported that the unit was not in use on patient.